Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1550 ml of whole blood was processed when they noticed a leak coming from underneath the pto. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k226 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k226 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. 20-jan-2022.

Manufacturer narrative:
The customer provided photographs for evaluation. The complaint kit was not returned for investigation. Review of the provided photographs verify the pump tubing organizer (pto) leak and show the recirculation pump loop tubing is no longer attached to the t-connector port on the pto. A material trace of the tubing used to build lot k226 found no non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The tubing detaching from the bond port indicates the solvent bond joint was weak. The root cause for the pto leak is most likely due to manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4); p.t. (B)(6) 2022.